Event description:
The physician achieved arteriotomy closure with the perclose a-t (closer ak) device after an interventional procedure. The pt was discharged from the hosp the same day. The next day, the pt complained of nausea, diarrhea, weakness and fever, with a reported temperature of 103.5 degrees fahrenheit. The pt was readmitted to the hosp one day later with the diagnosis of infection. A blood culture revealed staphylococcus aureus. The pt was treated with unspecified antibiotics. As of 8 days later the pt remained hospitalized. Add'l info has been requested, but has not become available.